Event description:
The reporter indicated that a 12.1mm vtich 12.1 implantable collamer lens of -4.50/3.0/073 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023 . On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault with rotation.

Manufacturer narrative:
G4-PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Clam# (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found the optic deformed and haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was exchanged for a longer length lens. Claim# (B)(4).